Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No bolus delivery anomaly noted during testing. Device functioning properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Blood glucose level of the customer was 470 mg/dl at the time of the incident. The customer had nausea and headache. The customer was assisted with the troubleshooting. It was stated that the auto mode was inactive on the insulin pump during the hyperglycemia incident and it was also reported that the customer noticed some leaks and the cannula was bent. The insulin pump will not be returned for the analysis.